Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, and using incorrect tools have been ruled out as potential causes. The patient does not have any contraindicating conditions. However, the patient touched and interfered with the wound site. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they touched their wound and trimmed a piece of the suture that was sticking out (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their pocket incision was oozing and hot. Additionally, there was a small piece of suture sticking out of the incision that the patient's spouse trimmed off, and the patient had a hard time healing since the initial procedure. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2022, and no further issues have been reported.